Event description:
It was reported that the left ventricular (lv) lead was causing intermittent phrenic nerve stimulation. The lead was reprogrammed off and later explanted. A new lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d4 ICD, implanted: (B)(6) 2014. (B)(4).